Event description:
It was reported by the user that during an eviva disposable breast biopsy procedure on (B)(6), 2026, using an atec sapphire 25 console, they were only able to obtain two samples before the "retest" indicator light on the atec console came on. It is reported that the user site removed the needle from the patient; however, the initial samples were inadequate, and a repeat procedure has been scheduled. Injury MDR submitted due to the need for a repeat procedure on the patient.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.